Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and device dislocation ("the device had migrated from its original placement") in a 33-year-old female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Medical conditions: on or about (B)(6) 2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essure device. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera), nsaid's since 2008, paracetamol (acetaminophen) since 2008 and prednisone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 6 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral and salpingectomy and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Endometriosis of posterior uterine wall near uterosacral ligaments, benign left ovarian simple cyst. Discrepancy noted as per pfs; essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: plaintiff fact sheet received. Event outcome was updated for the event: abnormal bleeding (vaginal, menorrhagia). Event onset date was updated. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and device dislocation ("the device had migrated from its original placement") in an adult female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included prednisone. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Endometriosis of posterior uterine wall near uterosacral ligaments, benign left ovarian simple cyst diagnostic results: on or about (B)(6)2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essuire device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and device dislocation ("the device had migrated from its original placement") in an adult female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included prednisone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Endometriosis of posterior uterine wall near uterosacral ligaments, benign left ovarian simple cyst . Diagnostic results: on or about (B)(6) 2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essuire device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia, most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events vaginal haemorrhage, menorrhagia, depression, anxiety and device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device dislocation ('the device had migrated from its original placement') in a 33-year-old female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Medical conditions: on or about (B)(6) 2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essure device. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2008, paracetamol (acetaminophen) since 2008 and prednisone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 6 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral and salpingectomy and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Endometriosis of posterior uterine wall near uterosacral ligaments, benign left ovarian simple cyst. Discrepancy noted as per pfs; essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event bleeding was added .event out come of pelvic pain was updated as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device dislocation ('the device had migrated from its original placement') in a 33-year-old female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Medical conditions: on or about (B)(6) 2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essure device. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids since 2008, paracetamol (acetaminophen) since 2008 and prednisone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 6 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral and salpingectomy and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Endometriosis of posterior uterine wall near uterosacral ligaments, benign left ovarian simple cyst. Discrepancy noted as per pfs; essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, menorrhagia. Lot number: 627304 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the device had migrated from its original placement") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she had a tubal ligation as an effective method of permanent birth control. Diagnostic results: on or about (B)(6) 2016, the day after the total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy .the specimens that were removed were analyzed. They found that there was sectioning through the right and left cornua which demonstrates silver-colored coils of wire-consistent with essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.